Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that during radiofrequency delivery, there was noise observed on the surface electrocardiogram (ECG). Ablation was performed close to another manufacturer's implantable cardioverter defibrillator (ICD) right ventricular (rv) lead at the time of ventricular fibrillation (vf).

Manufacturer narrative:
Product event summary: the image files were returned and analyzed. Image one confirms radiofrequency ablation to basal aspect of right ventricle. Sweep graph depicts onset of ablation with noise saturation, followed by confirmed ventricular fibrillation (vf). Image two confirms radiofrequency ablation to ventricular side of tricuspid valve. Sweep graph depicts onset of ablation with noise saturation followed by confirmed ventricular tachycardia/ventricular fibrillation. Additional information reports use of ventricular radiofrequency ablation settings at time of adverse event in proximity to the non- medtronic implantable cardioverter defibrillator (ICD) lead. Device and lead information reported ICD: acticor 7 vr-t (biotronik) and rv lead: pamira s65 (biotronik). In conclusion, the reported issue (ventricular fibrillation (vf)) clinical event was confirmed through data analysis. The catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter in a cardiac ablation procedure, a patient with right ventricular pathology and an existing competitor implantable cardioverter defibrillator with a right ventricular lead experienced multiple adverse events. Ventricular tachycardia and ventricular fibrillation were triggered upon radiofrequency ablation, particularly when ablations were performed near the tricuspid annulus and close to the right ventricular lead. Electrocardiogram noise was present throughout the ablation. The affera system did not display any error messages or failure signs. Skin irritation and a burn were observed on the area of the patient¿s skin in contact with the defibrillator patch, attributed to defibrillation shocks, resulting in a temporary injury. A total of eight shocks were delivered to the patient to terminate the triggered arrhythmias, with some episodes resolving spontaneously or through overstimulation. Ablations performed further from the right ventricle did not trigger arrhythmias. Multiple troubleshooting steps were attempted, including system reboots, changing the catheter extension cable, replacing the catheter, changing and disconnecting the intracardiac catheter interface panel, and altering signal connections, but the issue persisted. Echocardiography showed no sign of pericardial effusion. The functionality of the implantable cardioverter defibrillator was tested before the procedure ended and was confirmed to be able to sense and shock induced ventricular tachycardia. The patient was discharged with no major complications.